Event description:
During a laparoscopic gastric bypass procedure, the generator gave a solid tone; handpiece checked okay so they put on a new instrument. There was no reported patient consequence. Procedure was finished a with same like product.